Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent knee arthroplasty. Subsequently, patient experienced medial tibial subsidence with lateral lift off.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. UDI # - (B)(4). Medical product: female hex screw, catalog #: 42509902525, lot #: 64120795, palacos r cement, catalog #: 00111214001, lot #: 89924653, persona all poly patella, catalog #: 42540000032, lot #: 64071117, persona femoral cr, catalog #: 42502207001, lot #: 63387333, persona bearing, catalog #: 42512100811, lot #: 63875632. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.